Event description:
Boston scientific received information that during a routine follow up appointment, this left ventricular lead was found to be dislodged. A lead revision procedure was performed where the lead was explanted and replaced. The lead was discarded by hospital staff and will not be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.